Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide procedure name and date no further information is available. Please provide lot number unknown - rgmbku. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? No further information is available. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle was detached from the suture easily. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2022 additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that an opened sample of product code (B)(4) was received for evaluation. The visual inspection concluded that in the detached needle, the swage and attachment area was noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the sutures was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. This defect is caused when does not tighten the press correctly and the swage area be weak on the needle/suture. Based on the information currently available, the missing needle/suture was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.